Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the rapidsorb cortscr ø2 l4 2u was observed broken between the head and the threaded body and the photo only shows the heads. Therefore, the reported condition can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the rapidsorb cortscr ø2 l4 2u would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 806.004.02s lot # 243l257 manufacturing site: werk bio oberdorf release to warehouse date: 07 dec 2023 expiration date: n/a supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, when insert the screw, the screw's broke. All the pieces were removed from the patient. Changed another three to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Event description:
Additional information received states that there was no surgical delay reported. The instrument broke into two pieces. No additional intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned sample revealed that the screw was returned within its blue transportable. Furthermore, the implant was broken from the threads. Only head of the screw with a portion of thread was returned. Generated broken fragment/s were not provided for analysis. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Surgical technique se_846005 rev. Aa was reviewed and the following relevant statement was found at page 16: to prevent breakage, do not overtighten the screws. Stop immediately when the screw has made full contact with the plate. Over insertion of the screw beyond its initial contact with the plate may result in breakage or deformation of the screw head. Replace the screw if the screw or screw head is damaged. If the screw head breaks or the bone strips out during screw insertion, an emergency screw must be inserted. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the rapidsorb cortscr ø2 l4 2u would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to a component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 806.004.02s. Lot # 243l257. Manufacturing site: werk bio oberdorf. Release to warehouse date: 07 dec 2023. Expiration date: n/a. Supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. DHR review retrieved from pi-17272766136462507 as the impacted products share the same lot number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.